Manufacturer narrative:
Evaluation summary: one broken whitacre spinal returned for evaluation. Requests for additional information on UK patient condition unreturned to date. Incident appears to be technique related. Microscopic examination revealed a severe residual bend at the fracture surface of the hub end, as the free end was not returned. Additionally, stress cracks from the near crimping as well as tubing ovality, a deformation from the normal circular cross-section, are also observed. These characteristics when viewed together in context, are reliable indicators of a bending restraightening failure. There is no indication of a manufacturing related issue. Bd needle cannula are routinely checked for reversal testing and bend strength to determine if they are within the established criteria. A possible cause associated with this type of incident could be the angle of insertion. The flexibility of the cannula is relative to the gauge and length. It is important during injection with a needle cannula of this gauge, to maintain a straight axial force to minimize deflection and subsequent bending of the needle. If a needle becomes bent it should be replaced. No attempt should be made to re-straighten a bent needle since breakage is very likely to occur.

Event description:
Female having elective caesarean section. Patient very obese. No land marks in spinal, after a few attempts the needle broke, 7cm left in patient who noticed nothing. General anesthesia administered for caesarean. She had to go to main theatre next day to remove needle fragment.